Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china, omsc surmised that the reported phenomenon was attributed to the failure of the printed-circuit board. The failure of the printed-circuit board might be attributed to the failure of the pressure sensor mounted on the main board due to any of the following process failure. - oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to the oxidation corrosion. - because foreign material (epoxy) had adhered to the mounting of the component due to a mistake, the wires inside the pressure-sensor had peeled off due to adherence of the foreign material (epoxy).

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated. Olympus (B)(4) found that the indicators on the front panel of the subject device went off due to the failure of the printed-circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for a gallbladder surgery procedure, it was found that the device turned off automatically. The user replaced the subject device with another device and completed the intended procedure. The patient was not under anesthesia. The procedure was not delayed more than 15 minutes. There was no report of patient injury associated with the event.